Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. In turn, the surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: no intervention taken on the lead. There is no alleged stated deficiency or malfunction of the device.